Manufacturer narrative:
Film evaluation results are: review of pre-implant planning drawing revealed that the patient had a infrarenal aaa of unknown diameter. The neck diameter just below the renal arteries measured 20mm, near the mid-length of the neck was 17mm, and at the top of the aaa 6cm below the renals measured 20mm in diameter. The neck appeared mildly angulated r-l. The distal aortic the exact cause of the thrombus seen within the left limb near the area of the flow divider could not be determined from the films provided. The recently reported occlusion observed on the distal side of both the bifurcated stent graft and the contra limb could not be confirmed. Angio's at implant and follow-up's were not available for review; the blood flow dynamics could not be assessed from the CT's provided. In addition, CT imaging artifacts from the radiopaque markers and gate ring did not allow for a complete assessment of possible thrombus within the gate. It is possible that stent graft placement with the small diameter aortic neck and distal aorta may have contributed to the thrombus. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A segment of the left popliteal artery was found occluded near the left knee; the cause could not be determined. Images of the legs were not seen in the earlier post-implant CT's returned, and it could not be confirmed if there was any relationship between the left popliteal occlusion and the thrombus observed within the left/contra limb. Section d information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that an occlusion was observed on the distal side and both the bifurcated stent graft and the limb were occluded. The patient presented with leg pain and the physician believed that a CT showed the possibility of thrombus around the flow divider. The physician further stated that the thrombus may have spread to the distal leg with time and might have resulted in the occlusion. It was noted that the thrombus at the flow divider had resolved. No treatment has been taken. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.